Event description:
During ICD replacement due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. Patient was asymptomatic. Lead will be explanted and replaced.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 6.3cm to 7.7cm from the distal tip, consistent with lead friction to another device or structure. Etfe coating was intact. Internal insulation abrasions were found between 13.1cm-14.1 cm and 26.6cm-26.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was found underneath the rv shock coil at 6.1cm-6.3cm from the distal tip. The rv conductor was visible and the etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.